Event description:
It has been reported that the bd bactec¿ mgit¿ 960 system has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: it was reported by the customer that multiple tubes have flagged as positive but no organism seen in tube and solid media.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bactec¿ mgit¿ 960 system has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: it was reported by the customer that multiple tubes have flagged as positive but no organism seen in tube and solid media.

Manufacturer narrative:
H.6 investigation summary: this complaint alleges a false positive on a mgit 960 instrument (p/n 445870, s/n (B)(6)). Bd attempted to reach the customer to obtain further information, but after three attempts the customer was still unable to be reached. Further investigation is therefore unable to be completed and this is an unconfirmed failure of a bd product. The root cause is unknown. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for instrument serial number, (B)(4) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no additional work orders were observed for the complaint failure mode reported. Complaint history for results was reviewed for the month of may. The upper control limit was not breached, and trends were not identified associated with this defect. Quality will continue to monitor for trends associated with this complaint. Per baltrm-mgit320_960-aph revision 5, the hazard associated with this complaint is false positive, which is an s3; reference row ID 2.1.